Event description:
It was reported that during bench testing, the device alarmed with cassette attached. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the tamper seals intact; however, fluid ingression was seen on the downstream sensor. There was evidence of the reported error in the event history log. The customer problem was duplicated, double beep no cassette issue was found during the investigation. Fluid ingression was also found on the downstream sensor, which is believed to have caused the double beep - no cassette attached. It was recommended to have the downstream sensor replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond 11 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).